Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her device removed due to an abscess around t7 and t8. She had numbness in her leg and it was swollen. The drug in the pump at the time of the event was reported was not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.